Event description:
It was reported that the device was explanted due to advisory/recall. The device is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).